Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds3591 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the catheter was inserted on june 1, and it was found to be blocked during the infusion on june 2. The x-ray found that the catheter was turnover and blocked, and part of the catheter was pulled out. No other information provided.